Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses at times. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jun-2018 with the following findings: during investigation, the keypad rubber was intact, with no tearing or peeling. All keys were responsive to user input. The keypad was removed to find the down arrow keypad button contact cracked. No contamination was found under the button contacts. A tactile response was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The pump case was removed to find the keypad flex cable fully inserted into the keypad flex connector and the connector was latched. No evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.